Event description:
The physician attempted to deploy an endeavor resolute 2.50 x 24 mm rx drug eluting stent. The target lesion was in the lad, was severely calcified with 90% stenosis. The vessel tortuosity was excessive. The stent was inspected prior to use with no issues noted. The stent was prepped prior to use. It was reported that the stent did not move easily due to the plaque and so could not be deployed. The structure of the stent was deformed. Another, different sized, endeavor resolute stent was used instead. No patient complications were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity). Device evaluation: the distal tip was flared. A number of struts on the 9th, 10th and 17th proximal segments were raised and deformed. The 10th to the 15th segment were partially flattened and deformed. The remaining segments were intact.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (failure to deliver stent and stent deformation). Patient condition affected effectiveness of the device (patient lesion morphology, calcified lesion with stenosis). Deformation problem. Evaluation conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation). Device failure/lack of effectiveness related to patient condition device (patient lesion morphology, calcified lesion with stenosis). (B)(4).